Event description:
It was reported that the lead was replaced due to impedance decrease (from 800 to 470 ohms) and intermittent capture. This was detected during a clinic visit. At the time of device changeout, indentations were noticed on the lead insulation. Additional information received on the event reported no output with the ipg and that a lead fracture was suspected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Evaluation summary. No anomalies found; full lead returned. Additional information received on the event reported no output with the ipg and that a lead fracture was suspected no patient complications have been reported as a result of this event. Device evaluated and alleged failure could not be.